Event description:
A pt reported experiencing inaccurate high results with a surestp meter. In 2001, pt's blood glucose was 140 mg/dl. Only one result documented. Tests were done 10 mins apart. Pt did not experience any adverse events. No further info has been reported.